Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned a total of five opened pen needles, all with a green inner shield. The label returned also identifies them as 4mm, 32 gauge pen needles. All pen needles were visually inspected prior to testing for needle clogs. Three of the returned pen needles have had their cannulas bent at the proximal end of the hub¿s needle cannula, while the two remaining pen needles have had their cannulas broken on the non-patient side at the proximal end of hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needles for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needles bending or breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that there was no insulin flow during injection. Verbatim: spouse of consumer reported no insulin flow when husband takes injection. Stated, 2 out 3 were affected today, ((B)(6) 2021), stated, its happened more than 2 times from this box, lot: 0140217, catalog: 320550. Date of event: (B)(6) 2021, (2 affected), samples: yes, call came in on 2021-02-08, entered today cl."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that there was no insulin flow during injection. Verbatim: spouse of consumer reported no insulin flow when husband takes injection. Stated, 2 out 3 were affected today, ((B)(6) 2021) stated, its happened more than 2 times from this box, lot: 0140217, catalog: 320550. Date of event: (B)(6) 2021, (2 affected) samples: yes. Call came in on (B)(6) 2021, entered today cl."